Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that during irrigation and aspiration, an error message displayed and the system stopped functioning during a procedure. The system was rebooted, but the system did not recover. The case was aborted and completed later the same day with a different system. There was no harm to the pt, and the visual acuity is reported as "good." Additional info has been requested.